Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that bd syringe luer-lok¿ tip had mold presence. This occurred on 10 occasions. The following information was provided by the initial reporter: material no.: 302995, batch no.: unknown. It was reported the paper backing flakes off when it is wiped with ipa and mold arises. Per (B)(4) verbatim: (B)(6) rep calling on behalf of a customer who would prefer to not be identified that uses syringes for individualized cancer medicine. They use syringes 309628 (1), 309657 (3), 302995 (10), 309646 (5) ( (#) is how many affected). Syringes are received sterile then they wipe them down with ipa which is causing the paper backing to flake off and get in the product which results in mold . They want to know if there is an alternative product without paper backing, may try kitting the syringes before shipping. Would like to get in contact with a rep for that and discuss with a quality engineer or lab personnel. No product to return, no dates ongoing issue, no lot numbers provided.